Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the left master tool manipulator (mtm). The system was then tested and verified as ready for use. The mtm was received for failure analysis. Upon visual inspection, no issues were found that would be related to the reported event. An error was observed after installing the mtm on a test platform.

Event description:
It was reported that during a da vinci-assisted procedure, the left arm was not responding to controls as expected. An intuitive surgical, inc. (Isi) technical support engineer (tse) walked the customer through a hard power cycle of the system, but the issue persisted. When the system powered back on, it displayed an error stating "potential issue with left arm." The customer said the same error had occurred prior to the procedure and they had powered cycled the system to clear it then. Due to the issue, the customer elected to abort the procedure after anesthesia had already been administered and ports were placed.